Event description:
The staff of the lab was treating a 76 yr old male pt in ventricular tachycardia. The staff use attempted to defibrillator using multi-function cables and multi-function electrodes. The device did not discharge. The device did not display an "ECG lead off" message on the screen when the multi-function cable was disconnected from the device. The staff obtained another device to treat the pt. There was no adverse effect on the pt. The user facility report number 4104-1997-0002.